Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account. The account found there was a foreign object wedged into the back panel cover that was pressing against one of the connections on the lower control board. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account removed the foreign object that was pressing against the lower control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed's nurse call function was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).